Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a row board connection was loose in the drawer. The field service engineer reseated the connection to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary drawer failure, unable to open. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.